Event description:
It was reported the patient has not used her scs system in approximately three years. Consequently, the patient's ipg battery has depleted and the ipg is inoperable. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.